Event description:
The following was reported to gore via voluntary medwatch (B)(4), "gore-tex abdominal mesh (B)(6) 2003. Six surgeries for hernia/repairs and bowel obstruction, incontinence, low back and leg issue and I need another very large asap to remove the gore-tex mesh. Three surgeons will be attending at 10 days in the hospital." Explant date on maude report is (B)(6) 2014.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Manufacturer narrative:
(B)(4)